Manufacturer narrative:
All information reasonably known as of 29-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Per additional information received 17 aug 2017, the hospital pharmacist could not confirm the hospital's practices due to how much time had passed since the reported event. The pharmacist also reported that "the enteral feeding on gastrostomy began after the tube was placed. The patient never had a feeding tube before. The patient lost (B)(6) over 6 months with progressive dysphagia in a carcinoma of the middle esophagus. The device was placed at left hypochondrium. The patient had a median laparotomy. There is a release of the gastrostomy whose balloon is not inflated." 7 ml of fluid was removed from the balloon prior to removal, and no defect was reported regarding the tube or the balloon.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 15 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the feeding tube was placed on (B)(6) 2017, with 7 ml sterile water used to fill the balloon. There was no patient infection detected before the device was placed. On (B)(6) 2017, peritonitis was detected. A surgery was performed, and the patient died. Per additional information received 2017-08-03 from the distributor ((B)(4)), they have received information orally from the hospital which indicated that the hospital has ruled out the relationship of the device with the peritonitis and the patient's death. Additionally, asept inmed personnel visited the healthcare institution and obtained confirmation from the hospital that the event was related to the hospital's practices additional information has been requested but not yet received.